Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown low blood glucose associated with the sound not working in the pump. It was reported that the patient was already being treated in the hospital and was given a double bolus. Reportedly, the patient did not realize the first bolus was given because the pump did not give a beep sound after. This complaint is being reported because the patient allegedly experienced hypoglycemia because of no sound in the pump.